Event description:
Customer had blood drawn from herself to facilitate troubleshooting discrepancies on the analyzer. At the request of her pathologist, she used various sample containers when running her sample. She obtained the following discrepancies during testing. Customer's sample was run nine times for sodium giving 139, 140, 135, 129, 119, 134, 127, 118 and 140 (units of measure not provided). Same sample was run nine times for potassium gave 4.2, 4.1, 4.0, 3.9, 3.6, 3.9, 3.8, 3.5 and 4.1 (units of measure not provided). Same sample was run seven times for bicarbonate gave 30.5, 28.4, 26.0, 23.5, 26.1, 23.3, 25.9. The results were for troubleshooting purposes only and were not reported. Customer states the account stopped running sodium results on their integra analyzers if the samples were collected in anything other than a regular vacutainer tube. If additional information becomes available, appropriate notification will be provided.